Manufacturer narrative:
D4 - primary UDI number: correction. One device was received for evaluation. Functional testing was able to duplicate the reported problem. It was determined that the latch lock flex sensor was the root cause and was replaced. The device then passed all functional tests. The service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the pump showed the, "cannot start the pump without a latched and locked cassette," alarm when the cassette is latched and locked. There was no patient involvement. The issue was discovered during testing.

Manufacturer narrative:
Submission failure on 18-feb-2025 due to internal error. Resubmitted 06-mar-2025. B3: unknown, year valid. H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.